Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device defibrillator patches were not reading ECG. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device defibrillator patches were not reading ECG. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Additional patient information was received.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. Physio-control evaluated the device download files and was able to note many "leads off" occurrences, as well as the impedance measurements increasing from between 60 and 80 ohms up to 300 ohms over the course of the event, suggesting an increase in resistance. Based on the comments from the crew member, the ""leads off"" and increased resistance, potentially effecting the ECG reading, were most likely caused by the abundant sweat present on the patient, preventing the electrodes from adhering properly. Per the lifepak 15 operating instructions, ""clean and dry the skin, if necessary. Remove any medication patches and ointment on the patient¿s chest."" The root cause was determined to be failure of the user to adhere to device operating instructions.

Event description:
The customer contacted physio-control to report that their device defibrillator patches were not reading ECG. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.